Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number: (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. Mlp-007796 was not explanted and will not be returned for evaluation. The customer reported that no additional information could be provided. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device-related issues were reported, the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-007796 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2017.